Event description:
In 2008, two screws broke during insertion, pt was revised at about four months later, to remove shaft portion of screws.

Manufacturer narrative:
Synthes is unable to determine MFR date or exp date without a lot number. Investigation could not be completed, no conclusion could be drawn, as no device was returned, and no lot number was provided.